Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: cardiac surgery. Event description: on (B)(6) 2024. [Procedure: cardiac surgery] when it was opened, nurse noticed that the insert in question was broken. The procedure was completed with no problem by using another a0g01. Complaint sample will be returned from the hospital. Products to be returned: 1 insert. Additional information via email on 8jan2024: this insert was not actually used in the surgery because the damage was noticed when the pouch was opened. Therefore, other a0g01 was used for the surgery and it was completed with no problem. In addition, the insert did not encounter any sharp instruments during the procedure. Type of intervention: the procedure was completed with no problem by using another a0g01. Patient status: no patient involvement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit, which confirmed that the attachment tab of the insert base was fractured. Based on the condition of the returned unit, it is likely that the fractured attachment tab occurred during the manufacturing process. It is also possible that the unit falsely passed visual inspection. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cardiac surgery. Event description: on (B)(6) 2024 [procedure: cardiac surgery] when it was opened, nurse noticed that the insert in question was broken. The procedure was completed with no problem by using another (B)(6). Complaint sample will be returned from the hospital. Products returned: 1 insert. Additional information via email on 8jan2024: this insert was not actually used in the surgery because the damage was noticed when the pouch was opened. Therefore, other (B)(6) was used for the surgery and it was completed with no problem. In addition, the insert did not encounter any sharp instruments during the procedure. Type of intervention: the procedure was completed with no problem by using another (B)(6). Patient status: no patient involvement.